Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal baclofen and dilaudid via an implanted infusion pump. The pump was programmed to deliver baclofen 3000mcg/ml at a dose of 425mcg/day and dilaudid 7.2mg/ml at a dose of 1.02mg/day. The indication for pump and catheter use was intractable spasticity, non-malignant pain, and post lumbar laminectomy syndrome. In (B)(6) 2015, the patient fell out of his wheelchair and since that time had had a progressive worsening of his pain which was well controlled before the fall. The patient was admitted to the hospital with acute pain crisis. An MRI was performed and showed the catheter was still in the intrathecal space. An x-ray was performed and showed the catheter midline and in the intrathecal space. A sideport access was attempted on (B)(6) 2016; however, they were unable to aspirate from the sideport at all. It was noted that they had been decreasing the dose from the pump and adding more systemic opiates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.